Manufacturer narrative:
Visual inspection shows the distal end of the cartridge knife slot exhibits damage with deep scratches along the knife slot, likely caused by lodged staples being dragged as the knife was retracting during the end of the firing process. Cartridge damage, along with knife damage are likely related to lodged staples, which were likely caused by firing across a prior staple line. All pushers were deployed on the reload. All visible damage on the reload is likely a result of the user firing across a prior staple line.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon was transecting the small bowel with a white 60mm reload when the stapler repeatedly stopped clamping, approximately 5-6 times. The surgeon had to stop and re-clamp. The customer noted that a white reload should have been the appropriate load for the small bowel. There was a small segment of small bowel left to be transected about 1-2mm in length so a another 60mm white reload was inserted, the same issue with the stapler needing to re-clamp occurred. The stapler had been fired twice before the issue occurred. A new stapler was opened for the next fire. The stapler and two 60mm white reloads will be returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that the surgeon was transecting the small bowel with a white 60mm reload when the stapler repeatedly stopped clamping, approximately 5-6 times. Failure analysis could not verify the external event. The reload was found to be returned fully fired. The reload was disassembled in-house for visual inspection. A review of logs shows no firing or clamping failures. There was no problem detected. Additionally, upon visual inspection, the reload was returned used and fired. There was cartridge damage observed in multiple locations. There was damage seen at the proximal end and within the knife track. There was no missing material. The root cause of this failure is attributed to mishandling/misuse. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to mishandling/misuse. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log showed two sureform 60 staplers, identified below, were used in a gastric bypass (roux-en-y) procedure on (B)(6) 2022 performed on system (B)(4). This complaint is a reportable event due to the following conclusion: the reload was found with lodged malformed staples stuck in the knife track of the distal tip of the reload. The staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.